Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements but still within range. Noise and oversensing were also observed, as well as suspected loss of capture (loc). It is planned to bring in the patient for further testing. Additional information was received that a lead fracture was confirmed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements but still within range. Noise and oversensing were also observed, as well as suspected loss of capture (loc). It is planned to bring in the patient for further testing. No adverse patient effects were reported. At this time, this lead remains in service.